Event description:
Caller states the pt was intubated and placed on the vent. The pt was very restless, moving head from side to side rather violently at times. It was noted the next day that the cuff did not hold air. Pt was reintubated without event with no adverse effect on the pt. The ufr report indicated this to be a isolated event, it is possible that failure may have been caused by nicking a tooth during insertion.

Manufacturer narrative:
No sample is expected to be returned for eval. Without the actual complaint sample being returned and the lot number of the product a full investigation cannot be carried out. Info has been added to the database for trending purposes.